Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be completed due to the unresponsive button. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corners and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. Nothing further reported.